Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield skull clamp (a3059) was returned for evaluation. The reported complaint was confirmed from the evaluation. The unit will still rotate after the unit is locked. The evaluation showed that the mayfield 2 lock has up and down movement and the teeth are grinding when rotated. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the (a3059) mayfield composite series skull clamp would not stay locked. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.